Event description:
Proxy biomedical was notified (B)(6) 2013 via email by the polyform distributor ((B)(4)) that they have received a complaint on (B)(6) 2013 regarding a polyform product from a patient's legal representative. The complaint sets that as a result of the polyform implant (date of implantation is unknown), a patient injury occurred. The patient is identified as "dc". Her date of birth is (B)(6); her weight and height details are unknown. The hospital where the implantation procedure took place is (B)(6). The physician who treated the patient was dr (B)(6). Boston scientific provided additional information on (B)(6) 2013 stating that dr (B)(6) had confirmed that she did not implant a polyform graft into this patient (only a bsc xenform product) and patient was not implanted with the polyform graft by another physician at the hospital. However as it is unconfirmed that the patient was not implanted with a polyform mesh by another physician; this report is being submitted as normal. The polyform part number and lot number have not been provided. No other information regarding the product or the patient is available at this time.

Manufacturer narrative:
Method - device was not returned for evaluation. Conclusion - inconclusive, investigation ongoing. The device is a synthetic device made from polypropylene. Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).